Manufacturer narrative:
B3 unknown, d4: UDI (B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com one device was returned for analysis. Visual inspection showed scratched lens. The tamper seal was broken. Review of the event history log (ehl) showed system fault 41,622. A functional test was performed and the reported issue was not duplicated, however the error code was located in the ehl. The cause of the reported issue was unknown. As a result, the optical switch was replaced as a preventative maintenance. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited alarm code 41622 1003. No adverse patient effects were reported by the customer.